Manufacturer narrative:
B6. Corrected relevant tests/ laboratory data, supplemental #2: inadvertently did not update correct battery status received in clinical notes

Event description:
Information was later received reporting that the patient had a prophylactic battery replacement. The explanted generator has not been received by the manufacturer to date.

Manufacturer narrative:
Corrected operator of device, initial report: inadvertently left section blank.

Event description:
It was later reported that patient has had an increase in seizures and was referred for a battery replacement. No known relevant surgical intervention has occurred to date.

Event description:
It was later reported by the patient&#39;s physician that the vns did provide a decrease in the patient&#39;s seizure frequency until recently.

Event description:
It was reported that patient was having a shocking sensation from vns. The patient has been referred for battery replacement which provider believes is the likely source of the shocking sensation.